Event description:
It was reported that during a rotational atherectomy procedure, a pinhole was noted in the catheter shaft. The lesion being treated was a highly calcified lesion in the mid left anterior descending artery (lad). The physician performed a couple of atherectomy passes with the 1.5mm rotalink burr without any difficulty. Upon removal, the physician noted a pinhole in the sheath of the catheter, approximately midway. Saline flush was coming out of the pinhole. Ablation was completed and stents were placed to finish the procedure. The pt was noted to have slow-no reflow phenomena and was kept in the hospital for two days of observation. Multiple attempts have been made to request additional information without success.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.